Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication errors b30 and e260 when connected to the processor. The malfunction occurred during setup involving an olympus gastrointestinal videoscope. There was no patient involvement reported.